Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized three weeks ago for high blood glucose over 600 mg/dl. The customer reported the meter could not read their blood glucose because it was high. The customer reported experiencing shortness of breath from their high. The cause of the hospitalization was from diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the hospitalization. The customer's blood glucose was 131 mg/dl. Customer also reported a no delivery alarm prior to the hospitalization. The customer did not troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.